Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Bilateral salpingectomy and cystectomy: "the doctor would grasp the tissue and seal, than went to pull the trigger to divide, but the handppiece would not cut. This occurred on the first attempt to divide. The tube was being divided, appox. 5mm tissue, 0% of the tissue was being divided. " intervention: doctor converted to harmonic. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned for evaluation. In absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.